Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, the device did not cut tissue in the middle of use. A new device was used to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was disassembled; a crack was noticed in the proximal portion of the probe shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the outer tube while the system was energized. The information for use for this product states: avoid using the ultra shears device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.